Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a no delivery alarm during priming. The customer's blood glucose was 434 mg/dl at the time of incident. The customer stated that she attempted to treat her high blood glucose with the insulin pump. The customer performed plunger push and the customer stated that the insulin pump did exit. The customer performed manual prime and the customer stated that the insulin pump did not alarm no delivery. The customer was advised that the insulin pump was working as designed. The customer was able to prime the tubing successfully. The insulin pump will not be returned for analysis.